Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Patient hits a bump the motor shuts down. He can disengage and reengage the brakes and the chair will work again.